Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after multiple cartridges were successfully loaded onto the pump, a red x was displayed over the insulin gauge. The user declined troubleshooting and there was no reported impact to the user's blood glucose level.